Manufacturer narrative:
720185-01, 1000409635, reservoir flat iz.

Event description:
It was reported that patient called complaining of infection, inflammation, edema, discomfort, swelling and fluid discharge symptoms yesterday. Physician came in to see patient with a fever and the scrotum appeared red, swollen, and inflamed. Fluid discharge in scrotum was purulent. The scrotum was sensitive so he was treated with anti-inflammatory medicines. The infection was confirmed by cultures and implants being sent to pathology. Patient was treated with antibiotics. All components were explanted and replaced with a tactra device.